Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the daily battery depletion rate after the explant procedure without stimulation is 79.20 mv. Sleep current leakage measured 1.07 ma. Vh to ground measured 3.03 kilo ohms. This symptom indicated that analog ic-u1 had been damaged. Exposing the ipg to high-voltage transients can cause this type of failure. (Ref: (B)(4)). It was reported that electrocautery was used during the explant procedure. The use of electrocautery caused the analog ic-u1 damage. The source of the pocket pain was not determined. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. The source of the impedance anomaly was verified to be the associated leads whose cables were fractured at the kinked sections of the lead bodies where clik anchors were placed, but no cables were exposed at the sites. Sc-2218-50 (sn: (B)(4)) device evaluation indicated that all cables were fractured at the kinked section of the lead body where a clik anchor was placed, but no cables were exposed at the site. Fracture location is 1 cm from the set screw mark. Sc-2218-50 (sn: (B)(4)) device evaluation revealed six cables were fractured at the kinked section of the lead body where a clik anchor was placed, but no cables were exposed at the site. Fracture location is 1 cm from the set screw mark. Sc-4316 (ln: 14304806) device evaluation indicated that the clik anchor revealed no anomalies.

Event description:
A report was received that the patient was experiencing soreness and tenderness at the pocket site. It was also noted that the patient was having charging difficulties and the leads were showing high impedances and lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Event description:
A report was received that the patient was experiencing soreness and tenderness at the pocket site. It was also noted that the patient was having charging difficulties and the leads were showing high impedances and lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Manufacturer narrative:
Additional information was received that the physician opened the patient's ipg site and noticed the ipg had been spinning in the pocket twisting all up into a ball which damaged the leads. It was also noted that the patient was having inadequate stimulation because of high impedance. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing soreness and tenderness at the pocket site. It was also noted that the patient was having charging difficulties and the leads were showing high impedances and lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced.